Event description:
It was reported to boston scientific corporation that a captivator medium oval stiff snare was used during an endoscopic polypectomy procedure performed on (B)(6) 2023. During the procedure, there are difficulties in cutting the 9cm polyp with the snare in a single attempt. The procedure was completed with a similar captivator snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: (initial reporter address) (B)(6). Block h6: imdrf device code a050702 captures the reportable event of loop cutting issue.